Event description:
It was reported, patient had trauma surgery due to open fracture of the tibia and fibula. Surgery took place approximately 12 weeks ago and the nail is bent.

Manufacturer narrative:
Device remains implanted. Patient will be revised. Additional information has been requested and if received will be provided on a supplemental report.